Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed helix difficulty and damage allegation as a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid and tissue. Furthermore, it was concluded a known inherent risk due to the direct observation of tissue entwined in the helix tip. The susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was attempted for multiple times, and the helix extension or retraction became difficult and warped. This lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was attempted for multiple times, and the helix extension or retraction became difficult and warped. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.